Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a launcher guide catheter and euphora balloon catheter became detached in-vivo. The launcher guide catheter was removed from packaging, inspected and prepped per IFU with no issues noted. The euphora device was inspected before use with no issues noted. The physician was attempting to treat a lesion in the native circumflex and saphenous vein graft to rca. A radial approach was used. There was no calcification, stenosis or degree of vessel tortuosity in the radial. The physician used a series of catheters including al1 and jr35, three balloons, and three resolute stents. It is reported that the launcher "folded on itself after a kink". The launcher was torqued during use. A non-mdt angioplasty wire and a euphora balloon catheter were used to attempt to straighten the fold, and after manipulation, the launcher and euphora sheared off above the wrist to above the elbow. The launcher sheared off midway on the shaft. The euphora sheared off at the distal shaft. Excessive force was not used. Patient went to surgery, and two incisions were needed to extract the pieces. All fragments of the launcher and euphora were successfully removed from the patient. The radial artery was in good condition after the removal of the equipment. The physician put a tr band in place. Patient was discharged the next day with radial and ulnar pulses intact on the right arm. Patient is reported to be fine post-op.

Manufacturer narrative:
A photo provided by the account showed a twisted to break catheter and also a severely damaged distal section of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.